Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor does not recognize ECG signal) has been confirmed. Upon investigation the monitor failed a baseline and ECG and therapy electrode recognition test. The cause for the failure was isolated to a contaminated k700 component on the computer/analog board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor does not recognize ECG signal.